Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to display an etco2 waveform or numerical reading during a patient event. There was no report of patient harm due to the reported issue. Telemetry was notified and another als unit was also requested to respond to the scene. The patient was transported to the hospital.

Manufacturer narrative:
.